Event description:
Literature: starr pa, martin aj, larson ps. Implantation of deep brain stimulator electrodes using interventional MRI. Neurosurg clin n am. 2009 ; 20(2) :193-203. Summary: this article presents a description of the technical approach to interventional MRI-guided deep brain stimulator lead placement based on 53 lead insertions into the subthalamic nucleus in patients with parkinson's disease. A brief comparison of complications to a historical group of 76 stn-dbs electrode implants using traditional frame-based stereotaxy and routine postoperative MRI was also noted. Reportable event: one patient experienced a hardware infection requiring removal of all implanted hardware. The infection occurred before the availability of a MRI-compatible cranial drill involving the creation of the burr hole to be performed in the room adjacent to the MRI room and then having the patient moved into the MRI bore with partial re-draping of the field.